Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire crossed the lesion successfully however during exchange with a non bsc plastic stent, resistance was met during advancing. The physician exerted force to the jagwire guidewire and he found out that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The detached tip was left inside the patient and the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire crossed the lesion successfully however during exchange with a non bsc plastic stent, resistance was met during advancing. The physician exerted force to the jagwire guidewire and he found out that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The detached tip was left inside the patient and the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6) 2014: the patient was transferred to another hospital ((B)(6) hospital) for further treatment. If the tumor indicates the need for surgery, the patient will accept the surgery. It is unknown about whether the detached tip has already been removed or not.

Manufacturer narrative:
A visual analysis of the device revealed that distal tip was detached. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. Complaint was confirmed. Based on all gathered information, it is most probable that anatomical/procedural factors could have generated the damage encountered. The most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire crossed the lesion successfully however during exchange with a non bsc plastic stent, resistance was met during advancing. The physician exerted force to the jagwire guidewire and he found out that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The detached tip was left inside the patient and the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6) 2014: the patient was transferred to another hospital ((B)(6) hospital) for further treatment. If the tumor indicates the need for surgery, the patient will accept the surgery. It is unknown about whether the detached tip has already been removed or not.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. Reported event of guidewire tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.